Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the left eye of the surgeon side console (ssc) was black. The intuitive tech support engineer (tse) had the customer check the vision side cart (vsc) monitor and the customer could see an image on both the left and right eye. The tse viewed the system logs and saw error 121 indicating that the ssc high resolution stereo viewer (hrsv) left monitor failed to reach the desired brightness within 5 minutes. The customer performed a reboot, hard reboot, reseated the blue fiber cable on both ends, reseated the endoscope, and tried a new endoscope, but the left eye remained black. The customer proceeded with the case with just the right eye. There were no reports of patient injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported issue for the left hrsv of the ssc and replaced the unit to resolve the issue. The fse also replaced the right hrsv as it was not compatible to the new hrsv. Intuitive surgical, inc. (Isi) received both hrsvs to perform failure analysis. The left high resolution stereo viewer (hrsv) was installed onto a test system, which powered up with no video. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The right hrsv was installed onto a test system and the system started up without any errors. The image quality was sharp, there was no noise, and the image was not tinted. The system was idled for 2 hours and there were no issues found. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank field in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.